Event description:
A surgeon reported a pak was leaking from the cassette during the surgery "flooding" the instrument. It was reported that there was no pt harm. Additional info has been requested.

Manufacturer narrative:
A sample is expected to return to the MFR, but has not arrived yet. Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).